Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: fuzzy and issue with the port. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is the transition board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.